Manufacturer narrative:
The reported malfunction of a "loud pop" was not replicated or confirmed. The reported malfunction of an "internal compression failure" was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The preventive maintenance and calibration were performed to reduce the probability of reoccurrence. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device emitted a loud pop and displayed an "internal compression failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.